Manufacturer narrative:
(B)(4). Technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have replaced the power switch and the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator turns off when power switch is touched. The ventilator was not in use on a patient at the time the malfunction occurred.